Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery due to the surgeon changing his mind for another type lens. The reporter stated there was no capsule tear or any patient injury, the surgeon just wanted to change to another lens. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.